Event description:
In (B)(6) 2017 my right breast became enlarged, firm and painful. I had allergan 410 breast implants. My dr presumed it was hormonal as bia-alcl was not well known. I did hormonal replacement for one year. My symptoms got worse. They included nausea, vision loss, fatigue, night sweats, deep seeded itch, skin rash, restless leg syndrome, agitation, female dryness, swollen lymph nodes, anxiety, heart palpitations, depression, nerve pain. I found out about bia-alcl in (B)(6) 2018. Had an MRI in (B)(6) 2019, it showed fluid in my right implant. I had my allergan 410 implants removed. (B)(6) 2019 via en bloc. The proper cd30 staining was never done on my capsules. I still have skin irritation, blurred vision and swollen lymph nodes. My left implant had a double capsule. My right implant was torn, and had a large scar tissue nodule. It had also rotated with the capsule causing pain. I had low t3 (thyroid) low vitamin d, c, b12. Low iron, low calcium, high estrogen, low progesterone and testosterone. FDA safety report ID# (B)(4).